Manufacturer narrative:
The unit has not been returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted partial nephrectomy procedure, the surgeon was unable to take control of the master tool manipulators (mtms) at the surgeon side console (ssc) and the error message indicating that a head sensor on the high resolution stereo viewer (hrsv) was blocked was observed. The site contacted intuitive surgical, inc. (Isi) for technical support assistance. The technical support engineer (tse) instructed the site to check and clean the sensor windows; however, the issue recurred. The tse instructed the site to perform additional troubleshooting techniques; however, the issue persisted. Unable to resolve the reported issue, the surgeon made the decision to complete the planned surgical procedure using traditional laparoscopic techniques. There was no report of any patient harm, adverse outcome or injury due to the reported issue. The isi field service engineer (fse) was dispatched to the facility. The fse investigation determined that the sensor issue experienced by the site was associated with the 4 sensor of the hrsv. The hrsv is located on the ssc and provides the video image for the surgeon console operator. The fse replaced the affected sensor to repair the system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigations was unable to duplicate the customer reported complaint. The unit passed functional testing with no issue noted.